Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown. The secondary solution is angiomax and on the primary is non viscous maintenance solutions.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 additional information regarding the event was received from the reporter. Fields a1 and have been updated accordingly, including the new information made available.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy (programmed amount and delivery rate unknown). The reporter noted that alarms are more prevalent when running a secondary set (example of medication given is angiomax) with the primary line (containing non-viscous maintenance solution) using (B)(4)tubing as well as while running the pump above 500-ml/hr. The air in line alarms occur intermittently and there is no indication of a particular drug causing the condition. It was also reported that there was no patient injury.